Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by not feeling well, fever, chills, nausea, and vomiting. The cause of peritonitis was not reported. The patient was not hospitalized for the event of peritonitis. On an unspecified date, the patient was treated with unspecified antibiotics intraperitoneal (further details were not reported) for peritonitis. At the time of this report, pd therapy had been discontinued. No additional information is available.